Manufacturer narrative:
H.6. Investigation: four photos and two samples were received by our quality team for evaluation. Upon visual inspection, a sharp and flat cut was observed on the broken edge of the detached tubing; therefore, the incident could be verified. A device history record could not be evaluated as the lot number is unknown. Based on the broken edge, no stretched phenomenon or elongation of the catheter tubing can be observed to indicate any issue with the tubing material which could have caused the breakage which means the non-conformance could have happened out of the manufacturing facility. The sharp and flat cut could have occurred during product application when the product was manipulated. The tubing lost its strength and hence, when withdrawing, it breaks. Also, there is an automated vision inspection system during the manufacturing process that will detect and reject parts that are not meeting the lie distance requirement. If the broken catheter had occurred in the manufacturing process, the defect part would be rejected by the automated vision inspection system as the product will not have any lie distance. Besides, there is a catheter pull test inspection performed as part of the outgoing inspection.

Event description:
It was reported that a damaged catheter was found after use with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, "when removing the catheter from the patient, hcp realized the catheter is shorter than usual. Then s/he found torn catheter tip on the floor. The catheter tip seems to be torn when removing for some reason.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a damaged catheter was found after use with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, "when removing the catheter from the patient, hcp realized the catheter is shorter than usual. Then s/he found torn catheter tip on the floor. The catheter tip seems to be torn when removing for some reason."